Manufacturer narrative:
(B)(4). One used IV tubing set was received for evaluation. Packaging returned with the set indicated the reported lot number (0061447837). An IV solution bag and hemostat clamp were also returned with the tubing set. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. During the clamp performance test, there was no air flow through the set when the roller clamp was closed. In an attempt to replicate the reported incident, the set was spiked to a bag of normal saline and primed. There were no leakages at the end of the set when the roller clamp was closed; the roller clamp functioned properly. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the clinician connected the set to a patient believing the clamp was closed. When clinician turned around, approximately 250 ml of 0.9% sodium chloride had infused into the patient. There was no patient injury; the patient was already scheduled for afternoon dialysis.